Event description:
It is alleged that during use of an exoseal device for vascular closure, insufficient pulsatile flow was seen and therefore, deployment of device could not be carried out. After the exoseal was removed from the patient, the patient had a vagal reaction and drop in blood pressure which was medically treated. The cause was unknown and could not be determined. The patient was a male approx (B)(6), antegrade puncture of left groin with slight overhang of stomach over the 6fr vista brite tip sheath area. The patient was agitated and kept raising his head to look down at the groin area. The sheath was made to a shallow angle upon insertion of the device and it was checked beforehand that the sheath was not kinked and that there was no disease at or near the puncture site. There was slight resistance when advancing the exoseal into the sheath. The sheath was then pulled back to the cowling mechanism but pulsatile flow was not observed. Following the correct trouble shooting before engaging the device, the exoseal was rotated 180 degrees so the window was pointing downwards. At this point, some pulsatile flow was observed but not sufficient to carry on with the deployment. At this stage also, the angle of the sheath and device was at 30-45 degrees to troubleshoot with the potential for the hole to be up against the wall.

Manufacturer narrative:
Recommendation was not to continue with the deployment and the user then removed the exoseal. Flushing of the sheath and readvancing the wire to ensure there was no kinking in the sheath were considered to enable the correct sheath placement. The sheath was now still inserted into the patient's groin at this stage and bleed back was observed into the syringe as the 3 way tap was open so it was indicating that the sheath was still inside the vessel intraluminal. The user then considered advancing the wire back into the patient but the patient was at this stage complaining of pain in the leg and then subsequently went into a vagal reaction. The cause for this was unknown and could not be determined. As the exoseal had not been deployed, the patient was then attended to by the doctors present as his blood pressure had dropped. Potentially the patient may have had a vagal reaction and reduced blood pressure before or during the deployment of the exoseal and therefore would constitute the reason for seeing reduced and insufficient pulsatile flow. The sheath was removed and the patient received manual compression to achieve haemostasis and a pharmacology drug to bring back the blood pressure to normal which was then subsequently approx 120 over 60. On discussion following the attempt to deploy the exoseal, the consultant did not see how the device could have caused this reaction. The device will not be returned as it was thrown away during the clear up and cordis rep had left the room during the treatment of the patient. Brand of sheath was a cordis vista brite tip sheath 11 cm. The exoseal was properly inspected beforehand and the sheath was flushed before inserting the device with hep saline. It is suspected that the angle of the antegrade puncture may have been too steep and therefore, the device could not behave properly. This was during the training phase of signing off a clinician to use the device. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #s 9616099-2012-00194 and 9616099-2012-00195.

Manufacturer narrative:
During use of an exoseal device for vascular closure, insufficient pulsatile flow was seen and therefore deployment of device could not be carried out. After the exoseal was removed from the patient, the patient had a vagal reaction and drop in blood pressure which was medically treated. The patient was a male. Antegrade puncture of left groin was conducted with slight overhang of stomach over the 6fr vista brite tip sheath area. The patient was agitated and kept raising his head to look down at the groin area. The sheath was made to a shallow angle upon insertion of the device and no kinks were noted. There was no disease at or near the puncture site. There was slight resistance when advancing the exoseal into the sheath. The sheath was then pulled back to the cowling mechanism but pulsatile flow was not observed. Following the correct trouble shooting before engaging the device, the exoseal was rotated 180 degrees so the window was pointing downwards. At this point, some pulsatile flow was observed but not sufficient to carry on with the deployment. At this stage also, the angle of the sheath and device was at 30-45 degrees to troubleshoot with the potential for the hole to be up against the wall. Recommendation was not to continue with the deployment and the user then removed the exoseal. Flushing of the sheath and re-advancing the wire to ensure there was no kinking in the sheath were considered to enable the correct sheath placement. The sheath was now still inserted into the patient's groin at this stage and bleed back was observed into the syringe as the 3 way tap was open so it was indicating that the sheath was still inside the vessel intraluminal. The user then considered advancing the wire back into the patient but the patient was at this stage complaining of pain in the leg and then subsequently went into a vagal reaction. The cause for this was unknown and could not be determined. As the exoseal had not been deployed, the patient was then attended to by the doctors present as his blood pressure had dropped. Potentially, the patient may have had a vagal reaction and reduced blood pressure before or during the deployment attempts of the exoseal and therefore would constitute the reason for seeing reduced and insufficient pulsatile flow. The sheath was removed and the patient received manual compression to achieve hemostasis and a pharmacology drug to bring back the blood pressure to normal which was then subsequently approx 120 over 60. On discussion following the attempt to deploy the exoseal, the consultant did not see how the device could have caused this reaction. The exoseal was properly inspected before hand and the sheath was flushed before inserting the device. It is suspected that the angle of the antegrade puncture may have been too steep and therefore the device could not behave properly. The exoseal was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling, retract them together using one fluid motion until they lock into position against the handle assembly and an audible 'click' signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit, it is important to ensure that the operator's thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. Without the return of the exoseal and the sheath for evaluation, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, based on the information available for review, there are possible procedural and patient factors such as antegrade approach used, shallow angle of sheath insertion, absence of engagement of sheath with indicator wire cowling, patient was agitated and manipulation of sheath and exoseal device for trouble shooting that may have contributed to the reported events resulting in vasovagal reaction. There is no indication that the events are related to the device's manufacturing process. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2012-00194 and 9616099-2012-00195.